Manufacturer narrative:
Patient city: (B)(6). Patient country: ireland. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number: (B)(4). Event occurred in ireland. It was reported that the patient experienced low blood glucose event and treated with lucozade (energy drink) on (B)(6) 2026. No further information available.